Manufacturer narrative:
We are attempting to find out more information regarding this event and work with the facility. We will file a supplemental medwatch report when more information is received and a quality engineering investigation is completed.

Event description:
It was reported, "we recently received a report from a hospital that uses your core entree ii/ii r products such as cd7012g, cd 412, and cd 1612. Based on the report from the hospital (facility information not reported) right after the operation, a patient developed skin irritation that appeared to be a symptom of metal allergy and core entry ii/ii r products were used during the operation. Because of this event has happened, the hospital is asking for the following information: detailed information on the raw materials used for core entree ii/ii r products especially with respect to stainless steele 303 and 316?"